Manufacturer narrative:
A photo sample was received. The reported event was unconfirmed, as the problem could not be reproduced. During the photographic/visual inspection the photos were reviewed, and did not find anything to contribute to the reported event. Calipers are an inconsistent measuring tool because latex is compressible. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the 16fr catheter had incorrect dimensions. The catheter received measured 6.1mm in diameter, and the uninflated balloon was 6.9mm in diameter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the 16fr catheter has incorrect dimensions. The catheter received was measured to be 6.1mm in diameter, and the uninflated balloon was 6.9mm in diameter.